Event description:
The lay user/patient contacted lifescan in early 2009 and alleged that her one touch ultramini meter would not power on. The alleged issue first occurred the day before, at 10:30 pm. As a result of the reported issue, she took her usual dose of diabetes medication (lantus insulin 15 units). She also reported that 8 hours after the product issue began, she felt short of breath and "just feels high" (specific high symptoms not provided). The patient did not receive any medical treatment. At the time of troubleshooting, it was verified that this was not a new product. The batteries were correctly installed. However, it was discovered that the patient had not replaced the battery per the owner's manual. The meter was replaced with new batteries and it powered on. This complaint is being reported because the patient alleged that she felt high after the reported issue began. The alleged issue was resolved with troubleshooting. The patient did not receive medical attention. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned. Lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.